Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed broken vial retainer. The complaint sample could not be tested for the reported issue of pen malfunction. The root cause of the broken vial retainer is most likely material incompatibility. Breaking from material incompatibility is due to the interaction between the polycarbonate of the vial retainer component and dioctyl phthalate found in the pen pouch. Chemical compatibility overview for lexan polycarbonate recommends against the use of diocytl phthalate in conjunction with polycarbonate as it results in failure or severe degradation. Corrective actions have been determined to inform sandoz gmbh of material compatibility with the pen pouch. Preventative action has been established for sandoz to update the pen pouch material. H3 other text : see h.10

Event description:
It was reported that the pen ii omnitrope pen 5 1.5ml experienced product damage with the device still considered operable. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: consumer called and stated that both pens broke in the same manner and in the same place. In the middle of it where you screw them together, there are arrows that line up with the yellow mark. Right above or beside the arrows, it began "cracking out". They broke of in like a "triangular shape" right by the arrows. Triangular pieces broke off on both sides. After that they noticed that the pens stopped dosing correctly. The consumer does not have the original pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is novartis. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the pen ii omnitrope pen 5 1.5 ml experienced product damage with the device still considered operable. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: consumer called and stated that both pens broke in the same manner and in the same place. In the middle of it where you screw them together, there are arrows that line up with the yellow mark. Right above or beside the arrows, it began "cracking out." They broke of in like a "triangular shape" right by the arrows. Triangular pieces broke off on both sides. After that they noticed that the pens stopped dosing correctly. The consumer does not have the original pen.